Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the vela ventilator, it alarmed vent inop, circuit fault, xdcr fault and low pip and low ve. The customer did not report patient involvement or patient harm.